Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined that this is an MDR.

Event description:
The right front wheel allegedly broke off at the screw, causing the consumer to fall. No injury is alleged.